Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy, the product was not used on the patient, at the first firing, a cartridge was attached to the handle, and when an attempt was made to fire the device, firing could not be performed. When the cartridge was reattached to another new handle to perform a firing, the cartridge was able to be used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Based on the evidence available the reported condition of the instrument would not fire was confirmed. Visual evaluation of the instrument found no abnormalities. The instrument was loaded with a single use loading unit (sulu) for functional testing. It was observed that when the instrument handle was actuated the loading unit jaws would not clamp or cycle. An access hole was cut into the instrument body for examination of internal components. This examination found that an internal component was missing. Additionally, there was damage observed to other components. The damage suggests that the missing component was not assembled properly during the manufacturing process. The root cause of the observed condition was determined to be a result of an assembly error and a process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.